Event description:
It was reported that during a da vinci-assisted surgical procedure, the energy output on fenestrated bipolar forceps instrument did not work. Customer increased and decreased the power and effect , changed the arm on system and receptacle but, with no resolution. The instrument was swapped out to maryland bipolar forceps instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found to have a broken conductor wire at proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. The internal wire was exposed. No signs of thermal damage were observed. There is obvious damage to the conductor wire. One of the conductor wires was found broken inside the housing at the proximal end. The complaint was confirmed by failure analysis.